Manufacturer narrative:
D2b: additional pro code (product code): lit. G4: additional premarket/510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel of the arm. A 10.0 x 80, 135 cm mustang balloon catheter was advanced for dilation. During the procedure, the working pressure was not reached and the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.